Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 372 mg/dl with unspecified ketones and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's battery cap could not be removed and a power loss issue occurred. This complaint is being reported because the reported health event was attributed to a pump malfunction.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/18/2016 with the following findings: review of the pump¿s black box revealed a rebooting event following a replace battery alarm on (B)(6) 2015 at 02:34; deliveries resumed at 08:19. The total daily dose history was appropriate for the user programmed delivery settings. A battery compartment crack was observed; the battery threads were stripped. The returned battery cap threads were damaged; a power issue was experienced. A test cap was used for further testing. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.